Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that the physician attempted right femoral arteriotomy closure using a starclose vascular closure system. There was no calcification seen on the femoral angiogram. The starclose sheath did not split out, when the thumb advancer was advanced. It was not possible to deploy the clip. Hemostasis was achieved with compression. No add'l info is available.